Event description:
On 5/21/93, while attempting to use the vanderlift chair to assist resident from the bed to the chair, the resident's upper body fell backwards and the resident sustained a head laceration requiring two (2) sutures. In accordance with facility policy/procedure, two (2) employees (nurse and nurse aide) were in attendance while operating the lifting device. The sling was properly positioned under the resident; the lifting machine was brought into the the resident's room and the hooks on the machine attached to the appropriate upper and lower sling parts. However, either before or during operation of the lifting device, the left upper part of the sling separated from the mechine causing the resident to slip backwards, striking her head. After caring for the resident, the machine and sling were visually examined by the nursing and maintenance staff no tears in the sling or broken parts of the machine were noted. The sling and the machine were taken by the head of the maintenance department for mechanical and performance review.the machine and sling were found to be in proper working order. The staff is currently being inserviced on accident prevention with emphasis on the proper procedure and protocals to be used when operating the mechanical lifting devicesdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification, there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.